Event description:
A pt on pneumatic support was not receiving optimal support and the hospital believed the cause was a leak in the stroke volume limiter. The hospital had gone through diagnostic testing of the stroke volume limiter (scl) to test for leaks and the physician was not convinced that it was not the fault of the svl because they had not had the same issues since switching the pt to a different svl. The hospital switched the svl and the pt suffered no ill effects. The pt remains ongoing on pneumatic actuation. The svl was returned to the MFR for analysis.